Event description:
It was reported that the patient's right ventricular lead showed noise from an apparent fracture. The pace/sense portion of the lead was capped, and a new pace/sense lead implanted. The high voltage coil of the right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.